Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument had the conductor wire coating peeling. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged and the wire, but not fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage.

Event description:
Refer to h11 for follow-up information.